Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed and a diagonal line was identified on the film of the cassette on one of its sides. When touched, it was detected that the edge of said line is thicker, identifying that there is a double film covering half of the cassette. Twelve (12) retention samples were evaluated. Visual inspection of the retention samples did not identify any abnormalities that could have contributed to the reported condition. The reported cut in the membrane was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was damaged. The event was further described as ¿cut in the membrane of the cassette along its entire length¿. This was observed prior to use of the device for peritoneal dialysis therapy. There were no issues noted with the packaging and shipping box. There was no report of patient injury or medical intervention associated with this event. No additional information is available.